Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a safety needle. The customer reports that the needle detached from the hub after it was withdrawn from the pt. The needle detached before the safety shield could be activated. Since the needle detached after use, there was no injury to the pt or medical intervention necessary.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.